Event description:
Boston scientific received information that this right atrial lead displayed loss of capture and a drop in pacing impedances from 1500 ohms to 500 ohms. A lead revision procedure was performed where the lead was explanted. The lead will not be returned as it was discarded by hospital staff. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.